Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. Because this product (referenced in this report) was not returned to olympus terumo biomaterials corp. For evaluation, the cause of the adverse event has not been specified. The osferion bone void filler package insert states in the following section: warning and precaution: important basic precautions: when load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. If necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. Adverse events: fever,pain,local sensation,red flare,inflammation. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent high tibial osteotomy (hto). During the operation, the surgeon in charge of the patient fixed the osteotomized tibia with a bone plate and bone screws for use in internal body fixation and implanted an bone void filler (hereafter, this product). When the patient visited the surgeon for a follow-up two months after the surgery, the surgeon noticed in x-ray and CT images that the bone plate had broken at the hole d and this product had collapsed and migrated rearward. The patient had no pain at the surgical site. The surgeon decided to apply a cast to the patient's affected limb and closely monitor the patient's clinical course for a few months.